Event description:
Case description: investigation result: name: novopen echo plus blue, batch number: mvg8g67. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The device was investigated according to complaint description of device " cannot deliver " the electronic register was checked. Some split doses were observed. Use a new needle for each injection. The needle should be mounted immediately before the injection. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last preset doses. All mechanical components were found normal in appearance and function. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the dialled doses. The mechanical and electronical functions were found to be normal. No irregularities related to the complaint were found during examination of the device. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. Fiasp batch number: unknown. No investigation was possible, because neither sample nor batch number was available. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission, case has been updated with following information: malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 09-may-2025: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon examination, was found to be functioning normally and within specifications. No irregularities related to the complaint were detected during the investigation. The mechanical and electronical functions were found to be normal. Furthermore, reference sample analysis did not reveal any abnormalities related to the observed problem. Batch documentation has been reviewed and found to be normal. As no faults were found on the returned device, it is not possible to elucidate a clear root cause for the experienced adverse events. H3 continued: evaluation summary- name: novopen echo plus blue, batch number: mvg8g67. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The device was investigated according to complaint description of device " cannot deliver. " the electronic register was checked. Some split doses were observed. Use a new needle for each injection. The needle should be mounted immediately before the injection. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last preset doses. All mechanical components were found normal in appearance and function. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the dialled doses. The mechanical and electronical functions were found to be normal. No irregularities related to the complaint were found during examination of the device. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device.

Event description:
Event verbatim. Just come out of hospital. The pen is not injecting properly, insulin not coming out properly. [Device delivery system issue] insulin not coming out properly, not sure shes actually getting the right dose [incorrect dose administered by device]. Novopen echo plus, expitation date: 26.08.2024 [expired device used]. Case description: this serious spontaneous case from the united kingdom was reported by a patient family member or friend as "just come out of hospital (hospitalization)" with an unspecified onset date, "the pen is not injecting properly, insulin not coming out properly. (Device delivery system improper flow)" with an unspecified onset date, "insulin not coming out properly,not sure shes actually getting the right dose(incorrect dose administered by device)" with an unspecified onset date, "novopen echo plus, expitation date: 26.08.2024 (expired device used)" with an unspecified onset date, and concerned a 13 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", fiasp (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes". Dosage regimens: novopen echo plus: fiasp: current condition: type 1 diabetes (duration not reported). On an unknown date patient was hospitalised (onset date not reported) due to diabetic nurse believes that the pen to be faulty.the pen is not injecting properly, insulin not coming out properly. Patient was discharged from hospital on (B)(6) 2025. The diabetes nurse was not sure patient was actually getting the right dose as they are having to using 4-5 needles to try and get the insulin out for a test shot. Batch numbers: novopen echo plus: mvg8g67. Fiasp: asku. Action taken to novopen echo plus was not reported. Action taken to fiasp was not reported. The outcome for the event "just come out of hospital(hospitalization)" was unknown. The outcome for the event "the pen is not injecting properly, insulin not coming out properly. (Device delivery system improper flow)" was unknown. The outcome for the event "insulin not coming out properly, not sure shes actually getting the right dose (incorrect dose administered by device)" was unknown. The outcome for the event "novopen echo plus, expitation date: 26.08.2024 (expired device used)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 14-mar-2025: the suspected device novopen echo plus has not been returned to novonordisk for evaluation. Investigations are ongoing. No conclusion is reached. Expired device usage could be contributing factor to the reported device delivery system issue leading to hospitalisation. Company comment: hospitalisation is assessed as unlisted event according to the novo nordisk current ccds in fiasp. Relevant information on medical history, clinical event leading to hospitaliation such as hyperglycaema or its complications, proper handling of the product, training from health care professional and proper storage, action taken with fiasp and outcome of the event are unavailable for complete causality assessment. Of note, hospitalisation is not an ad-verse event, it is the outcome of a clinical event. This single case report is not considered to change the current knowledge of the safety profile of fiasp.